Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ calcification : no observed. ¿ cyst- ndr : not applicable as the event is not related to the device. Additional observations: ¿ deformation observed on the device. ¿ bubbles observed on the gel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported via device tracking, "left side removal was noted as "capsular contracture¿ baker grade iii. Healthcare professional later reported left side " she had capsular contracture with thickening and calcifications of the capsule, in addition to a peri-capsular area of fat necrosis in a breast cyst." The event of a peri-capsular area of fat necrosis in a breast cyst which are not device related. Physician performed a full capsulectomy and removal of the old cyst. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture¿ baker grade unknown.

Event description:
Healthcare professional reported via device tracking, "left side removal was noted as "capsular contracture¿ baker grade iii. Healthcare professional later reported left side " she had capsular contracture with thickening and calcifications of the capsule, in addition to a peri-capsular area of fat necrosis in a breast cyst." The event of a peri-capsular area of fat necrosis in a breast cyst which are not device related. Physician performed a full capsulectomy and removal of the old cyst. The device has been explanted and replaced.